Manufacturer narrative:
No samples were returned for eval and root cause analysis. The customer's complaint history was reviewed. This is the 12th complaint of this nature reported by this account. No other complaints have been reported for this lot. A review of the DHR indicated no deviations. The finished goods lot was released per specification. The customer did not retain a sample for this complaint event. The customer was advised of the importance of retaining samples as they relate to complaint event reports. The root cause of the customer's complaint is not known; a sample was not retained. Quality assurance will continue to monitor related complaints and will take action for future occurrences as is deemed necessary. (B)(4).

Event description:
The customer reported: some cases with white fibers yesterday. One case had fibers "everywhere" but they were unable to save any. No patient impact was reported. Add'l info was requested.